Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. Customer was hospitalized for 2 days, haven't using the pump since doctor took off pump. Customer was not using pump for about 2 months. Customer was advised that we will send out replacement pump.